Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The device was not exposed to moisture. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump passed the displacement test. The pump alarmed compromised force sensor system during the basic occlusion test due to a slightly tilted and loose drive support disk. Unable to perform the self-test, unexpected restart, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests due to the alarms. Upon visual inspection the force sensor resistor had moisture damage. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, broken battery tube threads, a cracked reservoir tube window, a cracked case at the reservoir tube window corner, a missing end cap sticker and a bleeding lcd glass.